Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the handpiece did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the housing of the device showed marks of normal wear and was deformed by forces of the falling out protection. The lid locking mechanism worked but it also showed a dent. It was noted that it was difficult to connect both types of lids but after some manipulation, it was possible to lock the lids and let the handpiece run with the inserted power module. It was further observed that the lower trigger was not running smoothly when pressed with maximal lever. When the trigger was concentrically pressed there was no issue with the trigger movement. It was further determined that the device failed pretest for visual assessment, check for sticky triggers, check roundness of the housing, and check for wear of the housing. It is possible the complaint condition was experienced due to functions or due to failures of used power module. It was determined that the most probable cause for the found defects is normal wear over time, a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Event description:
It was reported from (B)(6) that prior to an intramedullary nail fixation surgical procedure for a femur it was observed that the handpiece device did not work. During in-house engineering evaluation it was determined that the lower trigger of the device was not running smoothly when pressed with maximal lever. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that prior to an intramedullary nail fixation surgical procedure for a femur it was observed that the handpiece device did not work. During in-house engineering evaluation it was determined that the lower trigger of the device was not running smoothly when pressed with maximal lever. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the handpiece did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the housing of the device showed marks of normal wear and was deformed by forces of the falling out protection. The lid locking mechanism worked but it also showed a dent. It was noted that it was difficult to connect both types of lids but after some manipulation, it was possible to lock the lids and let the handpiece run with the inserted power module. It was further observed that the lower trigger was not running smoothly when pressed with maximal lever. When the trigger was concentrically pressed there was no issue with the trigger movement. It was further determined that the device failed pretest for visual assessment, check for sticky triggers, check roundness of the housing, and check for wear of the housing. It is possible the complaint condition was experienced due to functions or due to failures of used power module. It was determined that the most probable cause for the found defects is normal wear over time, a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.